Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that an alarm sounded and the system displayed an error message of bad iris potentiometer. They were unable to collimate. No pt injury reported.